Event description:
Pt with multiple breast surgeries following breast cancer presented with left sided chest pain secondary to left baker IV breast capsular scar contracture. Baker ii capsular scar contracture around right silicone breast implant. Exact yr of initial breast implant unk, pt believes it to be about 6 yrs ago.